Event description:
Baxter (B)(4) received an email from the customer, who reported that the device would not dispense the medication. The intermate was filled with sodium chloride and vancomycin. Verified that the clamp was unclamped and the end cap was removed but no liquid would flow out. Nothing flowed into patient. When the device was unhooked from patient and unclamped, there was no flow. No medical intervention. No additional information is available. The customer returned four (4) devices instead of the initially reported one (1). This complaint will reference device 2 of 4 from the facility.

Manufacturer narrative:
(B)(4). No flow condition not confirmed. Visual examination of each unit found no evidence of blockage in the delivery tubing or the distal end luer. When the blue winged luer cap was removed and the white clamp was disengaged, flow was immediately observed at the distal end luer. Flow continued without stopping or difficulty until the solution was emptied from the bladder. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.